Event description:
During a mastectomy case power diminished until coag was not effective.

Manufacturer narrative:
Product event #(B)(4): evaluation process: unit received in fair condition and internal visual inspection revealed nothing moving or broken in the unit. Unit delivered rf energy correctly into fixed resistors. Error log: 2 e1 (both handpiece buttons pushed simultaneously), 2 e3 (patient return electrode has poor connection), 1 e9 (monopolar output activated without patient return electrode connected), 12 e11 (patient return electrode disconnected), 1 f5 (rf module monitor has detected a rf module failure at boot), 1 f6 (rf module communication with the controller processor has failed). All errors except fault codes are normal use errors and the fault codes will shut off energy delivery and require a recycle before energy can be delivered again. Rebooting cleared both these faults. Root cause: unable to reproduce discrepancy in the service department. There were no indications of power loss found in error log. Unit was tested for extended period of time with no loss of output power. Coag functioned normally throughout testing. (B)(4).

Event description:
During a mastectomy case power diminished until coag was not effective.

Manufacturer narrative:
(B)(4). Eval: method: product received by manufacturer and pending inspection. Eval: results: product received by manufacturer and pending inspection. Eval: conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.